Manufacturer narrative:
H3. Device evaluated by MFR?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
Implant card was received noting the patient had a prophylactic generator replacement. No additional relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient that they were having pain at the generator site that was tender to touch. It was indicated that it was mostly painful when the patient was moving or site was touched. Additional information was received that the patient suspects the generator has migrated. Clinic notes for the patient were received in which it was reported that the patient was having pain and the migrating battery triggered the pain. There was local non-infectious subcutaneous irritation caused by a surgically placed device and no signs of infection were noted. It was noted that surgery has been scheduled for the patient. No known surgery has occurred to date. No additional relevant information has been received to date.

Event description:
Information was received from physician during follow-up that the patient had no migration of the device and non-absorbable sutures were used at time of implant. No additional relevant information has been received to date.